Event description:
Discordant, falsely low calcium (ca) results were obtained on one patient sample with a flag of assay range on a dimension exl 200 instrument. Additionally, discordant, falsely low sodium (na) results were obtained on two patient samples. Only the discordant result for sample ID (B)(6) was reported to the physician(s), who questioned it. Sample (B)(6) was repeated twice from the small sample container (ssc) cup, while samples (B)(6) were also repeated on the same instrument, all resulting higher than the initial results. A new sample was drawn from the patient with sample ID (B)(6), while the same sample was repeated for the patient with sample ID (B)(6) on the same instrument, both resulting higher than the initial results. Only the corrected result for patient with sample ID (B)(6) was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium and sodium results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Upon the customer service engineer (cse) specialist's instruction, the customer replaced the photometer lamp, multiple probe tips and the integrated multi-sensor technology (imt) consumables. The customer ran a dilution check, imt calibration and quality controls, all of which were acceptable. The cause of discordant, falsely low calcium and sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.